Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the sometimes when customer presses on the graph button and looks at the graph and then presses the back arrow pump, customer sees both image of graph and then shield. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.